Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: promus premier ous mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified stent damage. Struts 11 and 12 from the proximal end of the stent were lifted and pulled distally. The remainder of the stent was undamaged. The crimped stent od(outer diameter) of the undamaged section was measured and was within the max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified multiple hypotube kinks. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20sep2017. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery (rca). A 38 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.